Event description:
It was reported during mammotome biopsy, l3-033 error occurred continuously to interrupt the procedure. When we inspected visually, l3-033 error occurs as we move the rotating cutter forward to close the aperture, with the holster stopping operating entirely. Customer used a demo equipment to finish the procedure. Patient returned home after procedure and no adverse event was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to l3-033 errors that occurred continuously. The l3-033 error occurs as the rotating cutter moves forward to close the aperture, and the holster would stop operating entirely. The analysis site confirmed the customer complaint and replaced the drive shaft and bushing due to heavy contamination internally caused the translation drive shaft and bushing to seize up causing the l3-033 error codes per the customer complaint, and per the mammotome service manual, service tests were performed with no functional faults found. The device history record has been reviewed and has passed qa inspection.